Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ins had shifted up and was not working (ins was over discharged. Pt said since it had shifted up, it gets caught on chairs and they were looking to meet with a rep. Pt said they tried to call dr. (B)(6) office but they said they couldn't take the ins out and that the pt needed to call mdt. Ins has been dead for 8 months.